Event description:
An event involving a cadd cleo infusion set was reported in which a patient with diabetes experienced repeated suspected leakage, indicated by wet clothing while wearing the set, despite changing the infusion site during insulin therapy administered by a lay user. The patient also reported elevated blood glucose levels following a recent therapy setting adjustment and continued use of the infusion set after noticing possible leakage, along with skin irritation when sites were worn for extended periods. The event involved the patient, with no harm or adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. D4: only di provided as lot number is unknown.